Event description:
Health professional reported an alleged "port leak" with a lap-band device. The port was explanted and replaced. Further info including the device serial number was requested from the reporter, but info has not been received at this time.

Manufacturer narrative:
Allergan has received the product; however, the analysis has not been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Add'l info including the device serial number and model number were requested from the reporter, but info has not been received. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."